Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because the fuse had burned out. There was no specific reported malfunction for the device. There was no report of patient involvement.